Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material clogged inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the nozzle was clogged with foreign material. The foreign material may not have been removed because the device was not reprocessed properly because of a leak at the insertion tube. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in " gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: partially, during the washing process in the disinfector the pressure was too high in some channels, the scope did not pass the entire washing process. The channels of the endoscope flushed during pre-cleaning was not 100% ascertainable. Olympus will continue to monitor field performance for this device.